Manufacturer narrative:
Batch review performed on 11-feb-2020. Lot 134313: (B)(4) items manufactured and released on 12-aug-2013. Expiration date: 31.10.2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2013. Clinical evaluation performed by medical affairs manager. Secondary patella resurfacing performed 4 years after primary total knee arthroplasty due to pain in a (B)(6) man. This was caused by intervened arthritis of the patello-femoral joint. During this operation, as customary, the tibial insert has been changed to a new one, but no problem or defect originated this replacement.

Event description:
Revision surgery performed due to anterior knee pain, 4 years after primary. The inlay has been changed with 14 mm inlay and patella resurfacing has been performed.